Manufacturer narrative:
(B)(4). The customer reported that the battery failed to charge. A failed power cord could prevent the device from powering up on ac power. A third party field service engineer went to the customer site and determined that the ac power cord had failed. This reported failure could cause the device fail to power up on ac power as well as fail to charge the battery. The power cord was replaced from the customers' stock which resolved the failure. The device passed performance verification testing and remains at the customer site.

Event description:
A failed power cord could prevent the device from powering up on ac power. This failure could impact the delivery of therapy.